Event description:
It was reported that during an attempted (sheathless) insertion, the proximal portion of the iab began to unwrap. As a result, a second iab was required. There were no pt complications.